Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus, a wire-like device is present in the anterior myometrium.') And abortion spontaneous ('pregnancy-stillbirth / miscarriage: miscarriage/ vaginal bleeding in pregnancy') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (((B)(6) 1990, (B)(6) 1993, (B)(6) 1995)), c-section, abortion, anemia, gerd, asthma and constipation. Concomitant products included amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), docusate sodium, esomeprazole, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), ferrous sulfate, fluticasone, lactulose, macrogol 3350 (miralax), methocarbamol, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic: chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnoormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), blood loss anaemia ("bleeding: anemia"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal, chronic"), psychological trauma ("psych injury"), back pain ("lower back pain") and abdominal distension ("bloating / feeling full"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-inser") and was found to have weight increased ("weight gain post surgery 10 lbs"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, depression, anxiety, migraine and back pain outcome was unknown and the blood loss anaemia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, back pain, blood loss anaemia, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bleeding: anemia, general abnormal bleeding, psych injury, migration, vaginal infection". Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Discrepancy noted in date of removal- (B)(6) 2016, (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were received via social media: "bloating / feeling full"; "weight gain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporters added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus,') and abortion spontaneous ('pregnancy-stillbirth / miscarriage: miscarriage') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1990, (B)(6) 1993, (B)(6) 1995, c-section, abortion, anemia, gerd, asthma and constipation. Concomitant products included amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), docusate sodium, esomeprazole, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), ferrous sulfate, fluticasone, lactulose, macrogol 3350 (miralax), methocarbamol, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic: chronic"), dysmenorrhoea ("dysmenorrhea cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), blood loss anaemia ("bleeding: anemia"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal, chronic"), psychological trauma ("psych injury"), back pain ("lower back pain") and abdominal distension ("bloating / feeling full"), was found to have a pregnancy with contraceptive device ("pregnant with essure micro-inser") and was found to have weight increased ("weight gain post surgery 10 lbs"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, depression, anxiety, migraine and back pain outcome was unknown and the blood loss anaemia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, anxiety, back pain, blood loss anaemia, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bleeding: anemia, general abnormal bleeding, psych injury, migration, vaginal infection". Discrepancy noted in date of insertion (B)(6) 2012. Discrepancy noted in date of removal 12-jan-2016, 18-oct-2016 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: bilateral occlusion. Result of the test: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were received via social media: "bloating / feeling full"; "weight gain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: social media received - added events "bloating / feeling full"; "weight gain." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus,') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1990, (B)(6) 1993, (B)(6) 1995), c-section, abortion, anemia, gerd, asthma and constipation. Concomitant products included amoxicillin trihydrate;clarithromycin;lansoprazole (prevpac), docusate sodium, esomeprazole, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), ferrous sulfate, fluticasone, lactulose, macrogol 3350 (miralax), methocarbamol, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic: chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal hemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy-stillbirth / miscarriage: miscarriage"), blood loss anemia ("bleeding: anemia"), genital hemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal, chronic"), psychological trauma ("psych injury") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-inser"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, psychological trauma, vaginal hemorrhage, depression, anxiety, migraine and back pain outcome was unknown and the blood loss anaemia, genital hemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, blood loss anaemia, depression, device expulsion, dysmenorrhoea, genital hemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal hemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bleeding: anemia, general abnormal bleeding, psych injury, migration, vaginal infection". Discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2012. Discrepancy noted in date of removal- (B)(6) 2016, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Result of the test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/ migration of essure device location of device: uterus,') in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 (B)(6) 1990, (B)(6) 1993, (B)(6) 1995, c-section, abortion, anemia, gerd, asthma and constipation. Concomitant products included amoxicillin trihydrate; clarithromycin;lansoprazole (prevpac), docusate sodium, esomeprazole, ethinylestradiol;norgestimate (ortho-tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), ferrous sulfate, fluticasone, lactulose, macrogol 3350 (miralax), methocarbamol, omeprazole, paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain :pelvic: chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 8 months after insertion of essure. In (B)(6) 2015, the patient experienced vaginal infection ("bladder/urinary problems: vaginal infection"). On an unknown date, the patient experienced abortion spontaneous ("pregnancy-stillbirth / miscarriage: miscarriage"), blood loss anaemia ("bleeding: anemia"), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain :abdominal, chronic"), psychological trauma ("psych injury") and back pain ("lower back pain") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abortion spontaneous, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage, depression, anxiety, migraine and back pain outcome was unknown and the blood loss anaemia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, blood loss anaemia, depression, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bleeding: anemia, general abnormal bleeding, psych injury, migration, vaginal infection". Discrepancy noted in date of insertion- (B)(6) 2012. Discrepancy noted in date of removal- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Result of the test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure stop date updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migraines / headaches, lower back pain were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), abortion spontaneous ('pregnancy-stillbirth / miscarriage: miscarriage'), pregnancy with contraceptive device ('pregnant with essure micro-inser'), blood loss anaemia ('bleeding: anemia') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain :pelvic: chronic"), abdominal pain ("pain :abdominal, chronic"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("bladder/urinary problems: vaginal infection") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and psychological trauma outcome was unknown and the blood loss anaemia, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, blood loss anaemia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma and vaginal infection to be related to essure. The reporter commented: she had received treatment for following events" pain: pelvic/abdominal, chronic, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bleeding: anemia, general abnormal bleeding, psych injury, migration, vaginal infection". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury¿ was updated to more specified events ¿migration, pregnancy-stillbirth/miscarriage: miscarriage, pregnancy with contraceptive device, pelvic pain, pain: abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding, bleeding: anemia, general abnormal bleeding, psych injury, bladder/urinary problems: vaginal infection) and device ineffective¿. Reporter, demographics, lab data, essure indication (amended), and essure removal date were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.